Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her onetouch verio2 meter was prompting an unknown error message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the obtained several error messages when applying blood to her test strips, ¿problem with strips ¿ not enough blood¿, on (B)(6) 2014. The patient manages her diabetes with insulin (self-adjuster). She reported, as a result of the alleged error messages, she omitted her usual insulin dose. She denied developing any symptoms as a result of skipping the dose. No treatment or medical intervention for any symptoms was specified. The patient denied using any other device to test her blood glucose levels. At the time of troubleshooting the csr noted that the patient¿s test strips had been stored correctly and she was using the correct testing technique. The issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (03/04/2015).the patient¿s test strips have been returned on 2/6/2015 and evaluated by lifescan product analysis on 2/23/2015 with the following findings:the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (02/20/2015). The patient¿s meter has been returned on 1/28/2015 and evaluated by lifescan product analysis on 2/6/2015 with the following findings:error message 2, 3, 4, and 9 are observed in the error log, but error was not reproduced during the investigation. In addition, a secondary issue was noted when the meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.